Manufacturer narrative:
Date of report: 19jul2019. Date received by manufacturer:17jul2019. During further investigation (fi), failure analysis of the returned cpu board and power management (pm) pcba revealed no evidence of damage or contamination. Root cause: the cpu board and power management (pm) pcba were tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse also found system leak test did not pass. Fse replaced the unit's blower assembly and gas delivery system (gds) to resolve the reported issue. Fse ran performance verification testing (pvt) and all testing passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating unit would not enter standby mode. The customer reported there was no patient involvement. Event date not specified, estimate used.